Manufacturer narrative:
Field service engineer evaluated the device. Functional tests were performed but the issue could not be replicated. An o-ring was replaced as part of preventative maintenance. The patient received a minor burn which is an expected side effect of a laser treatment. Therefore it is not considered a serious injury. This report is being submitted as a malfunction report due to the possibility of recurrence.

Event description:
Patient was being treated for laser hair removal on her chin with 1064nm ndyag laser. While laser was firing, cryogen function stopped firing. This resulted in minor 1st degree thermal burn and was treated with silvadene cream..